Manufacturer narrative:
The customer was requested to return affected syringes for further evaluation. The root cause of the issue is unknown.

Event description:
Nursing staff had drawn the blood from an arterial line and were expelling air from the syringe with normal pressure applied, when the cap blew off releasing blood from the syringe on to staff uniform. Customer confirmed that there was no skin contact occurred with this blood spill. There was no report of injury due to this event.